Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they informed emergency medical service for low blood glucose and then hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 35 mg/dl. Customer mentioned that there were scratches on the insulin pump, the brightness was not clear, the batteries were lasting less than ten days. The customer was treated with sugar saline with intravenous. The device will not be returned for analysis.